Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Additional review found no evidence of a reportable product malfunction. The reported alarm was determined to be during the power on self test and would not occur during use of the device on a patient. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with file mrn 3012307300-2024-00410.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a watchdog error. It is unknown if there was patient involvement, no adverse patient effects were reported.